Manufacturer narrative:
H10: there was no reported or alleged defect against the disposable products. The fluid was found during pre-therapy. The home pd system kaguya set was determined not to be a factor in the reported malfunction event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) home pd system kaguya sets were leaking from an unspecified location. This issue was further described as ¿dialysate leaked under cycler". The home patient attempted to resolve this issue by restarting with new supplies; however, starting over with a new set did not resolve the leak. This occurred during preparation of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.